Event description:
It was reported by the customer's mother that the customer had been receiving a test failure alarm that is prompting her to restart the pump. Customer has had it happen 4 separate times. Customer's blood glucose level was 160 mg/dl. Customer's mother stated that the alarm did not occur during the rewind/prime sequence. Caller was assisted with programming the time/date. Troubleshooting was performed and caller was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Caller stated that the alarm has occurred twice in the past few days and twice in november. No further assistance needed.

Manufacturer narrative:
The insulin pump was monitored and no alarms were noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No unexpected reset was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.